Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 890 mg/dl and current blood glucose level was 154 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin drip and manual injection. The insulin pump will be returned for analysis. Frn unk rsr unomed inf set.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08640 inches.